Manufacturer narrative:
(B)(4). The customer returned a cvc kit containing an ars, 18 ga introducer needle, 2-l catheter, dilator, and spring wire guide for analysis. No signs of use were present on any of the returned components. Visual analysis revealed a single crack on the needle hub. Microscopic examination confirmed the defect. Visual inspection of the other components returned did not reveal any defects or damage. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, " insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to the returned ars syringe to functionally test. When the syringe and needle were used to aspirate, air bubbles entered the syrin ge body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 5 94-1:1986. The tip of the ars was tested with the female luer gage and was within the specified range. This indicates that the ars tip conforms to iso 594-1:1986. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit was reviewed as part of this complaint investigation. The reported complaint of a leaking ars was confirmed by functional testing of the ars/needle assembly. The reason there was a leak was due to the returned introducer needle containing a single crack on the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The ars syringe was found leaking prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The ars syringe was found leaking prior to patient use. No patient involvement.